Manufacturer narrative:
Breakaway head section.

Event description:
It was reported by service report that the breakaway head section was missing a pivot pin for the center pivot bracket and it did not lock properly. No pt involvement or adverse consequences are reported.